Event description:
It was reported that the patient experienced multiple defibrillation shocks. It is suspected that there maybe an insulation abrasion on the lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.